Event description:
A battery fault was reported to philips. There was no patient involvement at the time of the reported event. The customer ordered a replacement battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer replaced the battery and the issue was resolved.